Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. The user's blood glucose (bg) level was 364 mg/dl. The user cleared the alarm, resumed insulin delivery, and addressed bg level via the pump. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider (hcp) before modifying the setting additionally, it was reported that the user had been experiencing elevated blood glucose levels in the 300's (mg/dl). Reportedly, the user boluses 20 units at every meal at the request of their hcp regardless of the amount of carbohydrates the user consumes. Recommendation was made for the user to contact their hcp regarding amount of units bloused at every meal.